Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a burn on the c-cover (plastic distal end cover). There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Additional information regarding this event. The nozzle had foreign objects and was clogged. The air/water tube and air/water cylinder had foreign objects during the device¿s inspection.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 10/07/2024. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported suggested malfunction did not occur. It was added to create the inspection report. However, foreign materials were found inside the nozzle, the air/water tube, and air/water cylinder because the user facility sent the device in for inspection before reprocessing. Olympus will continue to monitor field performance for this device.